Event description:
It was reported that the device became stuck on the embolic protection device (epd). A jetstream sc catheter, 1.85mm, was selected for use to treat stenosis in the superficial femoral artery (sfa). The target lesion was reported to be 100% stenosed with severe calcification. The jetstream was used in conjunction with a non-boston scientific epd. After using the jetstream for about 4.5 minutes, removal was attempted, however, the device became entrapped on the epd. Both the jetstream and epd were removed together as one unit. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: device analysis findings: the returned device consisted of a jetstream catheter with an unknown filter guidewire stuck inside. Visual examination revealed multiple points of buckling on the sheath. Microscopic examination revealed no further damages. Product analysis confirmed the device was stuck on a guidewire. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported that the device became stuck on the embolic protection device (epd). A jetstream sc catheter, 1.85mm, was selected for use to treat stenosis in the superficial femoral artery (sfa). The target lesion was reported to be 100% stenosed with severe calcification. The jetstream was used in conjunction with a non-boston scientific epd. After using the jetstream for about 4.5 minutes, removal was attempted, however, the device became entrapped on the epd. Both the jetstream and epd were removed together as one unit. There were no patient complications as a result of this event.